Event description:
It was reported the customer was unable to screw out battery cap. Customer had all ready tried using a screw driver without results. Customer's blood glucose was 161 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with stripped battery cap coin slot. The device was received with extremely scratched display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, missing end cap sticker.